Manufacturer narrative:
(B)(4).

Event description:
It was reported that overdose symptoms occurred. Post pump replacement and catheter revision, the healthcare provider (hcp) decreased the pump to 700mcg/day from 1,298mcg/day, due to possible holes in the previous catheter. The pump was later decreased again to 350mcg/day due to possible overdose in the hospital. Per pump logs, catheter length was added, totaling to 105cm. At the time of this report, the patient status was ¿alive-no injury¿. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report. Please see manufacturer report # 3007566237-2013-03694 for information pertaining to the pump replacement and catheter revision.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Additional information received reported the pump contained compounded baclofen. No other medications were in the pump at the time of the event. It was again stated that the action taken was to decrease the dose by 50%.

Event description:
It was later reported that the pump was filled at the hospital with a pre-filled syringe of baclofen. The physician did not think that the event was device related. The patient was doing very well after the adjustments were made.